Manufacturer narrative:
Approximate age of device ¿ 1 year and 7 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that a "noise" was coming from the lvad concomitant with occurrence of atrial fibrillation. The noise was confirmed by the nurses. The patient was cardioverted to stop the atrial fibrillation. The noise stopped as well. No further action was performed. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. The reported events could not be confirmed through this evaluation. In addition, a direct correlation between the returned pump and the reported events could not be conclusively established through this evaluation. Cardiac arrhythmia is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system (lvas). This document and the heartmate 3 lvas patient handbook caution the patient to call their hospital contact right away if they notice a change in how their pump sounds, feels, or works. Even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.